Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was stable.